Manufacturer narrative:
Elective replacement no bpa was observed.

Event description:
It was reported that the patient recently had appropriate therapy and since the device is on the advisory and was 6 months till eri, the physician discussed with the patient and agreed to change the device. The physician didn't want to risk eri or bpa on the weekend and patient not protected. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
Interrogation of the device revealed it was at eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).